Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. During the device check prior to the procedure, it was noted that the right atrial (ra) lead exhibited loss of capture, failure to sense, and fluctuating low-voltage pacing impedance. When an attempt was made to insert a stylet into the lead for removal, it was found that the stylet penetrated the ra lead insulation and exited near the proximal end of the lead. The stylet was unable to pass through the lead to facilitate extraction. The ra lead was capped and replaced on (B)(6) 2025. The patient remained in stable condition.